Event description:
Reported a case of pain after the use of intergel which required hospitalization. At this time no add'l details were provided. The doctor indicated that he would write up the case and send the info within 2 weeks. After several attempts at gaining event details, add'l info was provided. This add'l info indicated that the surgeon performed a laparotomy, lysis of adhesions, presacral neurectomy, division and ligation of the uterosacral ligaments, round ligament z-plasty and repair of small bowel serosa on an otherwise healthy pt who had been diagnosed by another physician with adhesions and was found to have endometriosis implants at the time of this procedure. At the conclusion of the procedure he instilled 300ml of intergel. A few days following the procedure that pt developed "peritonitis-like pain", and constipation. Pt eventually recovered from the acute event but continued complaints of persistent pain. Pt was brought back to the operating room where a laparoscopic lysis of adhesions and ablation of endometriosis was performed. The pathology report, (but not the operative report) indicates that the right ovary and fallopian tube were removed and histologic eval demonstrated adhesions and a foreign body reaction. Pre-operatively, the surgeon suspected that the post-operative pain may or may not have been a result of use of intergel, but when the foreign body reaction was diagnosed, he felt that it was likely. At the subsequent operation two months later, the surgeon found pelvic adhesions associated with the prior uterine suspension suture site. The surgeon also noted endometriosis implants similar to those which caused the original pelvic pain. The surgeon noted "filmy adhesions to the right ovary adhering it to the cul-de-sac. The right tube and ovary appeared somewhat edematous and slightly enlarged, however, this was not impressive." Hemosiderin deposits were also apparently noted by surgeon throughout the anterior abdominal wall, distant from the area of adhesions. Subsequent pathology report of the ovary and tube demonstrated adhesions, hemosiderin deposits, and foreign body reaction of unknown severity at/on the excised right fallopian tube and ovary.